Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6).

Event description:
It was reported that the patient experienced spinal cord stimulation to the pain area, however, there was no efficacy. Reprogramming was unable to isolate the correct area without unwanted motor stimulation. Therefore, the patient underwent a dorsal root ganglion (drg) stimulation trial procedure to determine if this treatment could help. Additional information received indicated that the drg implantable pulse generator (ipg) and leads that were added have been beneficial to the patient.

Event description:
It was reported that the patient experienced spinal cord stimulation to the pain area, however, there was no efficacy. Reprogramming was unable to isolate the correct area without unwanted motor stimulation. Therefore, patient underwent a dorsal root ganglion (drg) stimulation trial procedure to determine if this treatment would help.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), lot: 7098075.